Manufacturer narrative:
Evaluation summary: the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. The clamp arm was received in good physical condition on the assembly, no anomalies were found. This blade tip portion may have broken off of the device during transport to our analysis site. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a suprarenal gland extirpation, the instrument stopped working with an error code. The clamp was detached. No patient consequence. Another instrument was used to complete the procedure.